Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the stylet could not be passed down the right ventricular (rv) lead without extreme resistance. It was difficult from the beginning. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with no stylets that were returned with the lead. A fresh new 14-62 gray stylet was inserted and had no resistance when stylet was inserted. If information is provided in the future, a supplemental report will be issued.